Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a carto® 3 system interface cable and burnt marks were found on the inside pin area. Upon preparing everything for the doctor to start the procedure, error 101 was noticed related to the ablation catheter. The scrub tech was asked to disconnect it and the piu too would also be unplugged. Only when she disconnect the catheter from its cable the scrub tech identified both the catheter and connector had a burnt mark on the inside pins. Both the connector and the catheter were replaced. After that, the procedure was completed successfully and there was no patient consequence. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31248400l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction: the medical device problem code has been corrected in field h6 from insufficient information (a26) to overheating of device (a1005). Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-01556 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2024-01555 for product code cr3434ct (carto® 3 system interface cable).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a carto® 3 system interface cable and burnt marks were found on the inside pin area. Upon preparing everything for the doctor to start the procedure, error 101 was noticed related to the ablation catheter. The scrub tech was asked to disconnect it and the piu too would also be unplugged. Only when she disconnect the catheter from its cable the scrub tech identified both the catheter and connector had a burnt mark on the inside pins. Both the connector and the catheter were replaced. After that, the procedure was completed successfully and there was no patient consequence. Additional information was received indicating there were no signs of any visible file, flame or smoke. It was more so that the connector experienced a short circuit or something that caused burn marks on the pins where it joins the catheter.